Event description:
Upon further query the following info was provided that indicated a leak. The tubing set was being used to deliver fluorouracil 5200mg, in an unspecified volume of 0.9% sodium chloride, at an unspecified rate, for a duration of 46 hours, via a gemstar pump. No further programming parameters were provided. Within twenty four hours after the delivery was started, the pt reported that an unspecified volume of solution leaked from an unspecified location on the filter of the tubing set. It was reported that an unspecified volume of solution came in contact with pt's skin. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resume. There were no reported adverse effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility voluntary medwatch report was received on (B)(4) 2013. The report number is (B)(4). The customer contact reported that the device was discarded. During the investigation, no possible causes for the customer reported leak was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.